Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high and low blood glucose. The customer¿s blood glucose ranging from 548 mg/dl to 47 mg/dl. Customer stated that they hate auto mode but have to and sensors always expire to early. The insulin pump will not be returned for analysis.